Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use of the set, leaking was observed. It is unknown if there were any patient adverse effects. Please refer to related manufacturing report number 3012307300-2023-10108 for additional reported events.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. D4: UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.